Event description:
The customer reported that the companion 2 driver exhibited intermittent "left pressure incorrect" alarms throughout the weekend while supporting a patient. The alarm settings were adjusted to make it less sensitive but the alarm did not resolve. The patient was switched to a backup driver without adverse impact. This alleged failure mode poses a low risk to the patient because it does not prevent the companion 2 driver from performing its life-sustaining functions. An investigation will be conducted by syncarida. The results of the investigation will be provided in a supplemental MDR.